Event description:
It was reported that, "the package was crushed. The inner container was unsterile. No need to send in xrays package issue".

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.